Event description:
On initial contact, dentist reported handpiece overheating. Dentist advised that he/she finished the procedure. Dentist noticed afterward that the patient's mouth had been burned from back to front, including a blister that was noted to be almost a 3rd degree burn. No medical intervention was done.

Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. No abnormalities were detected. The device was returned to the distributor after rechecking it.